Event description:
It was reported to philips that the live image display was unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. Initially the customer reported to philips that the live image display was unavailable. However, the service was provided by a third party, hence no work was performed by philips and no additional information could be obtained from the customer. The codes were updated based on the investigation outcome.